Event description:
Nurse on neuro-iccu unit caring for a covid+ patient encountered an "air in line" alarm. This alarm does not allow a bypass or "ignore" command and requires clamping the line, which stops the patient from receiving the medication, to clear the error. Pump attached to the delivery of levophed. When the pump alarmed for "air in line," rn had to (according to pump directions), clamp this line and retrieve air before restarting pump. This short time of depriving the patient of the medication resulted in rapid drop of bp to 62/36 with a map of 46 (which lasted over a minute). Rn turned propofol off (on a medically paralyzed patient) and administered epinephrine briefly while fixing the problem. If rn had not had these particular remedies at her disposal, this patient could have died. This also happened in a covid+ room where it takes extra time to assist in an emergency. This is a single example of which there have been at least 2 documented. The older model of infusion pumps did allow for the bypass of air-in-line alarms which is an element of new practice. The alarm appears to not be configurable in the configuration software. Working with manufacturer, pharmacy, clinical specialists to evaluate practice and/or configuration adjustments.